Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04990. It was reported the pt had cancelled her f/u appointment because she had a fever. She had also cancelled a previous appointment due to not feeling well. It was reported the physician prescribed an antibiotic over the phone. It was reported the system was providing effective stimulation postoperative. An infection had not been confirmed. F/u identified the pt had a fever and had vomited. It was reported the pt was well, and the issue had resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Result: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.